Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). No intervention was performed. There were no patient consequences.